Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer service provided pump reset information and assisted the caller with resetting the pump, and the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue recurs. No additional information was received regarding the outcome of the event.